Event description:
This was a lead extraction case performed in the hybrid or to remove one non-functioning lead from the rv (sjm 7120, implanted 89 months). Lead was prepped with an lld and a glidelight with visisheath was used for the extraction. The extraction was running smoothly, but physician encountered resistance at the svc/ra junction. After a couple of attempts using the laser, the physician was reassessing the case, when the blood pressure started falling. Immediate action was taken. The surgeon identified an svc tear during a sternotomy. The injury was repaired and the patient was discharged per operative plan.

Manufacturer narrative:
Catheter evaluation: the visual inspection of the returned glidelight found a very minor kink in the shaft. Besides the small kink the catheter does not show any issues. The kink would have no impact to performance and is not unexpected from use. The lot history review did not indicate any issues that would result in a vessel perforation. Root cause: no problem found.